Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: >7.5(2x), lab: 2.47.

Manufacturer narrative:
Investigation pending.